Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead revealed that the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead had failed to extend and could not be retracted. Subsequently, the rv lead was dislodged. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.